Event description:
A spva valve, a ventricular catheter bo19-10 and a distal catheter b905s were implanted in the pt in 2006 for v-p shunting. The initial setting pressure of the valve was 70mmh2o. The CT image scanned 6 days later shows that the drainage system worked properly, the ventricular shrunk as expected. However, the CT image 3 weeks later showed ventricular dilation. The dr took an x-ray image of the shunt system with radiopaque contrast,dye but the dye did not flow into the peritoneal catheter. The shunt was explanted three days later.

Manufacturer narrative:
The incident has been reported to MFR on 08/23/2006. Results of analysis will be developed in a follow-up report.